Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the front panel of the light source was blinking and does not light. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields:b5, d4, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint of the emergency lamps on the front panel flash was confirmed. An additional reportable malfunction of an error code message of e207 was identified during the device evaluation. Based on the results of the investigation, a definitive root cause could not be determined. However, the presumed cause was due to a failure of the emergency lamps. Olympus will continue to monitor the field performance for this device.

Event description:
The intended procedure was completed without delay with the same device.